Event description:
Patient reported left side "ripple", "sticking out", and "hard and very obvious". Healthcare professional later reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, wrinkling, visibility/palpability.